Event description:
On (B)(4) 2013, the distributor contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 04/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box review shows evidence of load step malfunction. A visual inspection shows evidence of moisture ingress inside the pump. The pump was leak tested and it failed due to a display lens leak. The pump is able to power up and display the verify screen. The pump passes ez prime steps and primes successfully. There was no load step malfunction duplicated during testing. Force sensor calibration reading is within specifications. The pump was opened and inspected and there was moisture corrosion found to the force senor circuit and the force sensor flex pins.

Manufacturer narrative:
The following information was inadvertently omitted from the previous report. Follow-up #2 date of submission 04/23/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the display lens was found to be scratched and the keypass symbols were worn.